Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received notes that the device was explanted and replaced for device upgrade.

Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a patient notifier for charge time limit being reached. Capacitor maintenance was performed resulting in a normal charge time. The patient will continue to be monitored.